Event description:
A customer reported "4471 b/f probe 4 home detection failure" error on the aia-2000 analyzer. A technical support specialist (tss) instructed the customer to power the instrument on and off followed by an all-set home, but the error persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. The fse confirmed the reported error by performing a wash prime. During the wash prime, the fse identified free (bf) probe number 4 would not move up to its home position. The fse also found dust on the home sensor and blew it off with canned air and resolved the complaint. The home sensor is located on the pip electric board of the aia-2000 analyzer. The fse verified the resolution by successfully performing a wash prime and quality control run without error and within acceptable range. No further action required by field service engineer. The aia-2000 analyzer is functioning as expected. A 13 month complaint and service history review through the aware date of event for similar complaints was performed for serial number (B)(6). There were no similar cases found during the search period. The aia-2000 operator's manual under appendix 4: error messages states the following: [4471] b/f probe 4 home detection failure cause: the home sensor failed to activate after b/f probe 4 moved toward the home position. The measuring operation is suspended. Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to dust on the home sensor of the pip electric board.